Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact can cause product damage.

Event description:
During the end of a surgical procedure, the handle of the device broke off. No impact to the patient or procedural delays were associated with the event.

Event description:
During the end of a surgical procedure, the handle of the device broke off. No impact to the patient or procedural delays were associated with the event.